Manufacturer narrative:
A ge rep evaluated the system and replaced the rotational potentiometer and motor. System operates as intended. (B) (4).

Event description:
The customer reported the system intermittently displays a motion error. No pt injury was reported.